Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an inappropriate "cable fault" message when attempting to perform a self test. The complainant indicated that there was no pt involvement in the reported failure.